Event description:
A customer reported that during surgeries, two knife blades were noted to be dull. The reported knives did make contact with two patients, but it is unknown if there was any patient impact. No patient identifiers were provided. Additional information has been requested.

Manufacturer narrative:
Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR (device history record) review and the product was released according to the company's acceptance criteria. A root cause has not been identified. (B)(4).